Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage. The customer¿s blood glucose was unknown. The customer was not assisted with troubleshooting. The customer reports that the insulin pump hit by a car and fell on the ground. The customer also reports that the insulin pump was completely damaged on the backside and did not turn on anymore. The device will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap, cracked and bleeding lcd glass. Device received with blank display due to broken solder joint. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.